Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva meter, compared to a professional meter, within 10 minutes: 255 mg/dl and 131 mg/dl (aviva meter), and 117 mg/dl (hospital meter).